Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the implantable pulse generator (ipg) exhibited rv increased thresholds due to a setscrew/grommet problem. It was also reported that the right ventricular (rv) lead exhibited screw-in problems. Another lead was explanted and returned for an unknown reason. The device and lead were never implanted and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.